Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The plan was to replace the implantable cardioverter defibrillator (ICD) and complete a defibrillation threshold (dft) test prior to the replacement. The dft was initiated several times but the patient had to be externally rescued and at the last attempt a code 1005 related to open circuit condition was triggered. Also, the patient was occluded so they did not complete the extraction procedure. At this time the ICD has been explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The plan was to replace the implantable cardioverter defibrillator (ICD) and complete a defibrillation threshold (dft) test prior to the replacement. The dft was initiated several times but the patient had to be externally rescued and at the last attempt a code 1005 related to open circuit condition was triggered. Also, the patient was occluded so they did not complete the extraction procedure. At this time the ICD has been explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The plan was to replace the implantable cardioverter defibrillator (ICD) and complete a defibrillation threshold (dft) test prior to the replacement. The dft was initiated several times but the patient had to be externally rescued and at the last attempt a code 1005 related to open circuit condition was triggered. Also, the patient was occluded so they did not complete the extraction procedure. At this time the ICD has been explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead showed high, out of range shock impedances. The plan was to replace the implantable cardioverter defibrillator (ICD) and complete a defibrillation threshold (dft) test prior to the replacement. The dft was initiated several times but the patient had to be externally rescued and at the last attempt a code 1005 related to open circuit condition was triggered. Also, the patient was occluded so they did not complete the extraction procedure. The rv and the ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.